Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep tried to open and close door more than 15 times without any issues. Although there was no issue, the rep proactively replaced pendant.the issue could not be replicated by the rep. A replacement door winch assembly was shipped to the site, however as there was no issue found the part was returned unused. The suspect pendant has not been returned to the manufacturer for evaluation.

Event description:
A site representative reported that sometimes the door of the imaging system does not open. There was no patient involved with this concern.